Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switches. No stuck button alarm noted during testing. The printed circuit board on the keypad connector was not found unlocked during visual inspection. Pump received with scratched case, pillowing keypad overlay, stained serial number label, fading end cap address label, cracked case behind the pump near the battery compartment, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 6.3 mmol/l at the time of the incident. It was reported that buttons were slow to respond, particularly the left and select buttons. It was also reported that the customer had to place the insulin pump had to be placed in sleep mode for the buttons to respond. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.